Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected. The pump tubing was cut down to the block and it was not returned for analysis. Under microscopic analysis bodily fluid was found within the pump; therefore, functional testing could not be performed. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon inspection a crack in the right cylinder connecting tube was found. The pump component was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon inspection a crack in the right cylinder connecting tube was found. The pump component was explanted and replaced. No patient complications were reported.